Manufacturer narrative:
Additional information on the patient and event was provided. The patient was apparently started on antibiotics either the day of, or the day before, the procedure. Following admission to the hospital, the patient required incision and drainage of the surgical site and IV antibiotics, and experienced delayed closure of the incision.

Event description:
A user reported an infection in the wound area of a diabetic foot ulcer in a patient treated with the tenex health tx system. It is unclear if prophylactic antibiotics were used. A c-arm (fluoroscopic imager) was apparently used during the procedure, and possibly not sterile draped. The reporter felt that bacteria were likely present at the dfu wound before and/or at time of treatment. Two portals were made around the wound for treatment with the txb microtip. The treated areas were flushed for approximately one minute following treatment. The patient has been admitted to the hospital for further care.